Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have high blood glucose of 506 mg/dl, which was treated with a bolus delivery and manual injection. Customer had no symptoms of high blood glucose. Customer reported to have accidentally delivered sixty-one units of insulin. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump passed high pressure test. Customer was advised to consult with healthcare professional regarding unexplained high blood glucose. .